Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. The heat shrink tubing open end wall is missing small pieces. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of cap detachment. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during a photoselective vaporization of the prostate (pvp) procedure the fiber tip broke at 9,106 joules and 1:01 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber and there were no complications with the patient reported.

Event description:
It was reported during a photo selective vaporization of the prostate (pvp) procedure the fiber tip broke at 9,106 joules and 1:01 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber and there were no complications with the patient reported.